Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had half height cubie drawer broken and does not shutdown which contain narcotics the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station half height cubie drawer was broken. A field service engineer (fse) troubleshot the issue with half height drawer 4.1, which was damaged and not closing. Damaged rails were found and replaced. The half height drawer was rebooted and successfully tested. The system functioned as intended after the field service engineer repaired the device.